Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. It was reported the patient with a left tsa had a fall and fractured the glenoid. The upper extremities are not used for mobility; therefore, would not cause or contribute to the traumatic fall that led to further injury. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient revised due to the patient falling and fracturing their glenoid.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a custom implant due to an unknown reason on an unknown date. Attempt has been made to obtain additional information. No additional information has been received at this time.